Manufacturer narrative:
(B)(4). Batch # n5759r. The analysis showed that the ats45 device was received with no apparent damage and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that, ¿he had to insert another port in order to enable him to remove the device.¿ was the second ats45 device used to cut the first ats45 off of the tissue? Yes. If no, how was the device removed from the patient? N/a. If no, why was the additional port needed?n/a. If no, did the jaws eventually open to release the tissue?n/a. Did the insertion of the additional port alter the procedure or result in any consequence for the patient? Please explain. It added time. What type of procedure was the device used in? Lap nephrectomy.

Event description:
It was reported that during an unknown procedure, it is claimed that when the surgeon went to fire the device for the first time in the case that the device would only partially fire. He had to insert another port in order to enable him to remove the device. They used another like device and continued without any further issue. There were no adverse consequences for the patient reported.